Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. It was also reported that the readings were off one meter said low and the other said blood glucose was 137 mg/dl, this morning it was showing blood glucose was below 40 mg/dl. The customer treated low blood glucose with sugar in coffee. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.